Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: yes, return date: 30-oct-2019. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 06-sep-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ driveline extension cable model #: 100us / catalog #: 100us / expiration date: 31-may-2020 / lot #: d000076 UDI #: asku. Device available for evaluation: yes, return date: 30-oct-2019 device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 06-may-2019. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) failed the pre-implant wet test with an error message that indicated an electrical fault. The decision was made to replace the vad, the controller, and the driveline extension cable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was returned for evaluation. Log file analysis revealed an electrical fault alarm on (B)(6) 2019 at 09:38:10 due to open phases in the rear stator. A vad disconnect alarm was logged at 09:38:21 indicating a physical disconnection of the driveline from the controller. At 09:38:33, a second electrical fault alarm was logged due to open phases in the rear stator and was followed by a vad stopped alarm at 09:39:40 due to a failure of the pump to restart after several attempts. Of note, there was high power consumption logged during the time of the observed vad stopped alarm. This was followed by an additional vad disconnect alarm and an electrical fault alarm due to an open phase in the rear stator. Visual examination did not reveal any deviations that may have contributed to the reported event. In addition, there was no indication of obvious physical damage or anomalies to the driveline, recessed pins, and/or foreign material inside the connector that may have compromised the mechanical/electrical performance of the returned device. Functional testing did not reveal any anomalies during the pre-implant wet test with the pump. Power consumption of 2.1 watts was noted to be within the normal range per the instructions for use. Based on the analysis performed, the returned pump performed as intended. Additional products: d4: serial #: (B)(6). H3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213, 213 h6: FDA conclusion code(s): 4315, 4310 d4: lot #: d000076. H3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4315 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.